Manufacturer narrative:
Eval summary: eval of the returned device found it was fully clip deployed. The clip was noted to be captured in the distal end of the exchange sheath; the clip tines had punctured the distal end of the sheath. The sheath extended beyond the distal end of the tube set stopping clip deployment and capturing the sheath. The exchange sheath was measured and found to be out of specifications. This is a mfg issue. An investigation has been initiated and is on going to determine the root cause. Review of the history record for this device did not produce any findings relevant to this investigation.

Event description:
Device malfunction: clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported during an unspecified procedure the starclose clip did not deploy. Hemostasis was achieved using a femostop. During device evaluation in 2008. It was found that the clip had been captured in the distal end of the exchange sheath. There were no reported adverse pt effects. Though requested, no add'l info was available.